Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported when using the bd¿ q-syte luer access split-septum, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: q-syte cap is leaking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ q-syte luer access split-septum, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: q-syte cap is leaking.